Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow-up after receiving multiple inappropriate shocks due to af with rapid ventricular response. Programming changes were made for unrelated oversensing. The patient was fine and there have been no issues.